Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve and plug strap disk shell leak test and microscopic analysis was performed which identified: delamination total of the valve and plug strap dis shell, sharp opening on anterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a delamination total of the plug strap disk shell (adhesive failure) a sharp opening on anterior assessed as an unidentified (tear) opening.